Event description:
It was reported that (1) hp053 was used during a lap nissen fundoplication procedure. It was reported by the rep that the handpiece stopped working. Tried test tip and it did not work. It is unknown how the case was completed. There was no consequence to pt.